Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 9, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the handpiece fully advanced with viscoelastic residue was observed distributed through the length of the cartridge. No cartridge issues were identified. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected and presented with no issues. The lens was received cut in half and was stuck to gauze. The lens was cleaned and presented with no additional issues. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The "lens cut" observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a6: race: unknown/asked but not provided. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted in the patient's right eye, however, the eye started leaking. It was reported problem was due to patient anatomy. The lens was removed during the same procedure and replaced with another johnson & johnson lens, model a z9003 21.5 diopter. Sutures were required and there was a 15 minute delay. The patient has fully recovered. Through follow up, it was learned there was no notation of a capsule tear. And an incision enlargement or vitrectomy was not required. The sutures were confirmed as unplanned. It was unknown what the patient anatomy issue was. No other information was provided.